Manufacturer narrative:
H.6. Device analysis for lead unknown revealed the conductors were broken in the distal end of the lead as a result of factors not related to product reliability. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Device analysis for ins (B)(6) revealed the device passed functional testing. There were insignificant anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Device analysis for lead (B)(6) revealed the all the conductors were broken at the injex anchor site. The braid wire was broken at the injex anchor site and 25.6 cm from the distal end of the lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275 lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial/lot# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that at the beginning of 2018 ins implantation, the 60 cm lead was fracture; #8, #15 electrodes were 40,000 ohms and could not be used one after another. Even though the 60cm was replaced with a 75cm lead, the #12 electrode was 40,000 ohms and #11 electrode 32,410 ohms. The lead electrodes became unusable one after another and ¿ran out¿, so there was a possibility of an ins malfunction. The cause was unknown because there was no twisting exercise such as golf. The device system was explanted and the event resolved.